Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that the patient fell into a coma on 03/06/2015. Patient's wife called dexcom back on (B)(6) 2015 to report that the patient had passed away. Patient's wife confirmed that the patient death was not related to the continuous glucose monitoring (cgm) device and that the patient had not actually begun use of the cgm system; the package remained unopened. No additional event information is available.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. The patient's wife confirmed that the patient had not yet begun use of the cgm system. However, it should be noted that diabetes mellitus is a known cause of death.